Event description:
It was reported that the patient went to emergency room on (B)(6) 2026, due to decreased blood glucose levels and the patient was treated with glucose tablets and intravenous insulin. The patient was discharged from the hospital after spending more than twenty-four hours.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.